Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts could not be made to gather all product identification information, as complaint was received via external maude database without contact information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown date in 2017. D10 - concomitant devices - unknown natural knee femoral component catalog #: ni lot #: ni, unknown natural knee tibial component catalog #: ni lot #: ni. E1 - initial report submitted to FDA via mw5169505. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain and swelling at an unknown timeframe following left knee arthroplasty. No additional patient consequences were reported and no additional information is available.